Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. Unit was successfully download using thump software. The adapt tool was utilized to search for any alarms that may have occurred in the past. The adapt tool reveals that no relevant alarm were recorded in download history files. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Unit also received with cracked keypad overlay, cracked case, scratched case, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded) and pillowing keypad overlay. In conclusion, customer concern with keypad/button unresponsive not confirmed. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with keypad/button unresponsive/button error as they experienced keypad issue on their pump. The customer reported blood glucose value of 382 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-386a, mmt-332a, mmt-1880. Troubleshooting was not performed. No further patient complications were reported. It was noticed that the customer would discontinue the use of the device. No product return is required for mmt-386a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.